Event description:
The external pulse generator was returned for service in accordance with the field advisory. The device subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery contacts were compressed. It was also noted that the upper case was broken, the two side bail covers were broken, the lead flex cover was contaminated, the ring was bent and the serial number label was out of specification.